Event description:
The following has been reported: while the unit was at fk warrendale after being returned from university hospital for other repairs, during testing, there was a failed hardware test with an error message "vent leak failure". A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The lvp failed at ts002 in the warrendale rework line. The hardware test failure indicated "vent leak failure". Examination of the logs showed the lvp had similar fva failures and pneumatic leak failure that same day. It appeared to be the ipc valve that is leaking but unable to confirm definitively without flight recorder data. The whole valve assembly is recommended to be replaced in the repair. A review of the DHR shows the valves are from the lots which have been known to have occasional particulate contamination that can interrupt the valve function and cause leaks. The new corrective actions applied by the supplier smc would be present in the later valve lots. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.